Event description:
It was reported by an allergist at the facility that a patient had been tested for allergy to cidex opa as the pt had suffered 2 separate incidences of reaction. The patient has no prior history of allergies. The first incident occurred in 2001, when the patient underwent a cystoscopy procedure. The cystoscope used in the procedure had been disinfected in cidex opa. Once the cystoscope was removed, the patient had hives on their chest and arms. The 2nd incident occurred 4 months later when the patient underwent a 2nd cystoscopy procedure. Approximately 40 minutes after the procedure, swelling and hives appeared around the penis area. The swelling and hives become generalized and the patient became hypotensive and seized. The patient was transported to a nearby hospital. En route, IV benadryl was administered and the patient's symptoms subsided. Allergy testing performed on the patient at the reporting hospital was conducted for chlorhexidine, lidocaine gel, hibiclens, cidex plus solution and cidex opa. The patient tested negative with each chemical except the cidex opa.